Manufacturer narrative:
Correction - indicated device was received; however, date received was not noted. Manufacturing evaluated the device. The screw shaft was returned and the screw head is broken off; the remaining shaft is damaged and shows marks from forceps. Due to the damage the part number and lot number could not be identified, therefore, the dimensions and manufacturing procedures could not be verified.

Event description:
Pt implanted with liss plate and screw on (B)(6) 2012. Facility reported breakage of screws and plate between (B)(6) 2012. X-rays show plate pulling away from bone but no breakage was noted. Pt was returned to operating room (B)(6) 2012, plate and screws were removed. Pt treated with irrigation and debridement and antibiotics for unconfirmed infection, and intramedullary nail was placed (B)(6) 2012. This is 2 of 7 reports.

Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Device used for treatment and not diagnosis. It is the unusual biomechanical failure mode of screw pull-out in the shaft of the plate which leads to the assumption that external forces have influenced the failure mode. Additionally the plate position, the long bridging zone and the reduction may have an influence on this incident. The exact cause of this occurrence cannot be defined and based on the provided information no final conclusion is possible. On the x-rays it's visible that the surgeon has used a long bridging zone and it cannot be evaluated if the reduction has been done correctly.